Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger enclosure was replaced. . The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned charger enclosure showed no failure found when analyzed. Concomitant medical products: product ID: bi71000175, lot#: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when powering on the system the image acquisition system (ias) will not initialize. The site tired multiple reboots but the ias remains on "initializing please wait" including reboots with the mobile view station (mvs) disconnected to the ias with no resolution. The mvs would occasionally have a firmware mismatch error. There was no patient present when this issue occurred.